Event description:
It was reported that the sales representative went to the hospital for an subcutaneous implantable cardioverter defibrillator (s-ICD) device replacement procedure; however, the patient had a xiphoid decubitus/sore and local infection from a stitch in that location. Therefore, the device replacement was not performed. New data will be submitted to technical services for review and to provide a new replacement window. The estimated remaining longevity was currently 9% and the device was functioning properly. Treatment for the infection was performed. It was noted the electrode was quite superficial at the area of the suture sleeve. The wound at the infection point in the xiphoid scar was opened and the entire wound and affected tissue was cleaned. No additional adverse patient effects were reported. The electrode remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.